Event description:
The customer stated that she had received some low blood glucose readings. While troubleshooting, control tests were performed and the advocate received a control test results of 30 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.